Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A partial lead was returned in one piece. Visual inspection of the lead found damage consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion consistent with friction to the device can.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, the patient presented with an atrial lead. That oversensed noise, which triggered inappropriate mode switches. And with left ventricular and right ventricular leads, which exhibited high capture thresholds. The atrial lead, left ventricular lead, and right ventricular lead were explanted and replaced. The patient was in stable condition.